Event description:
Leakage of saline from the system required surgical intervention to correct.

Event description:
"Leakage of the septum of the access port". Leakage at or near the tubing connector.